Manufacturer narrative:
The insulin pump received with button error alarm due to corroded keypad traces. No moisture damage on electronics. Unable to verify low reservoir alarm anomaly due to button error alarm. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 115 mg/dl. Troubleshooting was performed. The device was returned for analysis.